Event description:
During a routine changing of a catheter in the pt's right kidney, the tip of the catheter separated within the pt. The tip fragment was not retrieved from the pt. Another catheter was successfully inserted.